Manufacturer narrative:
Additional information: the balloon was inflated to 5mm. The procedure was completed using all new components - guardwire, ez flator and ez adapter. Although no abnormalities were noted prior to the kink, the physicians mentioned that a notable amount of air bubbles seemed to be drawn into the syringe. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Guardwire temporary occlusion aspiration system is indicated for carotid use in (B)(6) but is the same as the guardwire temporary occlusion aspiration system approved in us with coronary indication. If information is provided in the future, a supplemental report will be issued.

Event description:
A guardwire device was used to treat a lesion in the internal carotid artery, lesion had 75% stenosis, mild tortuosity and was not calcified. There was no stenosis proximal to the target lesion. There was no existing stent implanted proximal to the target lesion. No unusual resistance was noted when removing the balloon protective sheath. Negative prep was performed with no issues noted. No issues noted during device inspection prior to use. No resistance was encountered passing the lesion site, or with the ancillary device during delivery. The lesion was not pre-dilated. Femoral approach was used. The guardwire was advanced to the target lesion (the distal area of the ica), and its balloon was inflated. When the physician tried to deflate the balloon, however, it could not be deflated. Following the troubleshooting guide, the proximal side of the guardwire shaft was cut apart by folding. After that, another guardwire was unpacked and used, and the procedure was completed successfully. The event did not cause any injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.